Manufacturer narrative:
Hardware low level failures alarm confirmed in the insulin pump history due to broken trace. Software error detected alarm found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose value was 88 mg/dl. The customer was advised to perform selftest. The insulin pump alarmed hardware low level failure during self test. The insulin pump failed seftest. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.